Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The shaft is bent.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. A two-year search of the complaint database found the root cause is attributed to bending overload, consistent with attempting to use the flexible drill beyond its intended range of motion. A complaint database search finds no other reported incidents against the provided product and lot combination. The date code ag0410 indicates the instrument was manufactured in april of 2010. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This is a duplicate report of 1818910-2017-12405. This report, 1818910-2017-12548, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2017-12405.